Event description:
The customer reported that air leaked from the inflated cuff after six days use. The tube was pre-tested prior to inserting it in the patient. The tube was removed and the pt was re-cannulated.

Manufacturer narrative:
The lot number is unk, therefore, the date of manufacture cannot be determined. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.